Manufacturer narrative:
Device was used for treatment, not diagnosis. No known patient involvement. Device is an instrument and is not implanted/explanted. Telephone not available. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was received october 11, 2016. Device history record (DHR) review was requested and completed. Manufacturing location: (B)(4) manufacturing date: december 10, 2015 no non-conformance records were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product development investigation was performed for the impactor (part number 03.010.410, lot number 9707765). The subject device was returned with the complaint condition stating the welding joint between the handle and the inner shaft is broken and additionally a piece of the plastic handle is broken off.the broken piece was not returned for investigation. The shaft is in good condition besides of some slight scratches. An internal functional test with a blade was performed. The device passed successfully the performed functional test and no blockage on the device was detected. The nature of the visible hammering marks and striations on the striking head, point to the fact that the instrument was subjected to excessive use. The current technique guide recommends insert the pfna blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications in december 2015 and there were no issues that would contribute to this complaint condition. The most likely root cause is that the instrument was subjected to excessive use if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in hungary as follows: it was reported on (B)(6) 2016 that a impactor for proximal femoral nail antirotation (pfna) blade was not functioning and appeared to have a blockage. The issue with device was found during the routine cleaning process. No patient involvement was known at the time of discovery. On november 14, 2016, the investigation determined that the device was broken on an unknown date for an unknown procedure. There is no known patient involvement. The reportability was changed to reportable due to the investigation findings. This is report 1 of 1 for (B)(4).